Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was uncomfortable in the pocket. It was unknown when the discomfort began. A revision was performed on the day of the report with no issues. The issue of discomfort was resolved after the revision and the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).